Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v208206, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the device found the setscrew to be backed out too far.

Event description:
It was reported that during an implant procedure the day prior to the report, the setscrew was out too far and would not tighten down on the lead. It was stated that the implantable neurostimulator (ins) would ¿click and it would not tighten down/¿ the lead was not secured. Another ins was used and the issue resolved. It was reported the next day that the physician was showing a technician the procedure and equipment. It was stated that something must have happened at that time. The manufacturer representative did not know how the event occurred. The patient was currently receiving effective stimulation therapy.